Event description:
It was reported that during the fsca process by the hospital personnel, the cardiosave intra-aortic balloon pump (iabp) drive manifold test failed. There was no patient involvement.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) drive manifold test failed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. The fse that encountered the issue stated that the device had a vacuum leak in the drive manifold test. Clinical use of the device was not recommended. At this time, the customer has not requested for getinge to repair the unit for the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
It was reported that during the fsca process performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) drive manifold test failed. There was no patient involvement.